Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 569 mg/dl at the time of the incident. Customer reported that she was trying to calibrate the insulin pump, but was not able to as her blood glucose was above 400 mg/dl. Customer declined to troubleshoot for high blood glucose stating she had just ate yogurt. The insulin pump will not be returned for analysis.